Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display distal balloon portion of the instrument punctured or ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis :primary osteoporosis type of fracture : compression fracture level operated: l3 procedure: balloon kyphoplasty; it was reported that during surgery, the bone tamp got ruptured while inserting into the vertebral body. Contrast medium leaked from the balloon. It was removed and cleaned. No patient complications were reported as a result of the event. The procedure was completed with the original product.

Manufacturer narrative:
Product analysis: functional evaluation of the ibt balloon identified a sharp cut at the balloon, disallowing inflation. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.